Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and undefined superior vena cava (svc) impedance. The lead was reprogrammed and remains in the patient. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.